Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 00811400100 64631370 femoral stem; 00801803603 64484761 femoral head; 00630505636 64153745 liner. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00497, 0002648920 - 2020 - 00498, 0001822565 - 2020 - 03836.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately one month post implantation due to dislocation and instability. Additional information on the reported event is unavailable.